Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-09125- device 2 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-november-2023, it was reported by the patient that six infusions set fell off within two days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.